Event description:
Complainant alleged that during biomed testing, the device failed to charge the selected energy. The device would display 1 joule and then reset to zero joules. Complainant indicated that there was no patient involvement in the reported malfunction.